Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Remains implanted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿postoperative bone fracture and pain.¿

Event description:
It was reported that patient had an initial right hip procedure on (B)(6) 2015. Subsequently, the patient reported a periprosthetic fracture on (B)(6) 2015. It has been indicated the patient was treated for the fracture on an unknown date. It is unknown how the fracture was treated.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient had an initial right hip procedure on (B)(6) 2015. Subsequently, the patient reported a periprosthetic fracture on (B)(6) 2015. It has been indicated the patient was treated for the fracture on an unknown date. It is unknown how the fracture was treated. Additional information received reported that patient has not undergone treatment for the periprosthetic fracture.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient had an initial right hip procedure on (B)(6) 2015. Subsequently, the patient reported a periprosthetic femoral fracture on (B)(6) 2015. It has been indicated the patient was treated for the fracture on an unknown date. It is unknown how the fracture was treated. Additional information received reported that patient has not undergone treatment for the periprosthetic fracture.